Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit does not operate on alternating current (ac) power. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested onsite service. A philips authorized service provider (asp) went onsite and confirmed the device was not charging with no charging light emitting diode (led) when plugged in. The philips asp inspected the power cord and confirmed the power cord was damaged. The philips asp replaced the power cord and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.